Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, an attempt was made to deploy a vasoseal vhd kit size 7. However, during the deployment procedure, the first plug was deployed, but with the second plug, resistance was met. An attempt was made to push the plug down, without forcing it, and the sheath fell apart. The sheath was removed from the site with hemostats. Manual pressure was held for approximately 20 minutes to achieve hemostasis. The pt was placed on six hours of bed rest. No further complications were reported.